Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms or traces of moisture damage noted at the electronic or motor assemblies. The pump also had a cracked case at the display window corners and lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error and got exposed to moisture. Customer's blood glucose was 50 mg/dl. Customer stated she ate and blood glucose went to 179 mg/dl. Troubleshooting was done. Customer stated that she overslept that's why her blood glucose was low. No troubleshooting done for low blood glucose. Customer stated that she took shower and saw that there was moisture in the display on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.